Event description:
The initial reporter received a questionable tina-quant hemoglobin a1c gen.3 result for one patient sample tested on the cobas c513 analyzer commercial system. The initial result was reported outside of the laboratory. The result was questioned by the doctor prompting a new sample to be drawn from the patient. The laboratory was also asked to rerun the initial sample. The sample was rerun on the analyzer and their other c 513. On (B)(6) 2022, the initial result of the initial sample was 6.2 %. On (B)(6) 2022, the result of the new sample was 5.2 %. On (B)(6) 2022, the first repeat result of the initial sample from the analyzer was 5.2 %. The second repeat result of the initial sample from the other analyzer was 5.2 %. The repeat results were deemed correct. The reagent lot number is 56865601. The expiration date is 31-dec-2022.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The qc was noted to be out of range on (B)(6) 2022 and (B)(6) 2022. The qc recovery was within the customer¿s established ranges. There was no indication of a performance issue with the reagent. The field service engineer (fse) found multiple hardware issues. He indicated that the vacuum was insufficient due to bad diaphragms, the rinse level and the gear pump pressure were too high and the cuvettes were overflowing. He then replaced the vacuum diaphragms, lowered the volume rinse mechanism, and lowered the gear pump pressure. He performed instrument checks and qc with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.